Event description:
A cartridge alarm was reported by the caller, and it was confirmed that cartridge alarms occurred with consecutive cartridges. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent to the caller, instructed them on placing the current pump into storage mode, and provided details on returning the defective pump. The customer acknowledged the instructions and agreed to continue using their current pump until the replacement arrived.